Event description:
A blood glucose readings within 5 minutes that ranged from 55 mg/dl to 148 mg/dl. The difference between 148 mg/dl and 55 mg/dl falls in the "d" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse event. The strips are to be returned for evaluation, and a replacement bottle will be sent.